Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead experienced muscle stimulation. Additional information indicated that the muscle stimulation was caused by this lead. The lead was abandoned surgically. No additional adverse patient effects were reported.